Event description:
It was reported that, "during the decontamination after bha, a nurse notices the cracked v40 trial head and found out a fragment of it. However, she could not found out all fragments in the sink."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.